Manufacturer narrative:
The initial MDR 2432235-2017-00102 was filed on (B)(6) 2017. A follow up MDR 2432235-2017-00102_s1 was filed on (B)(6) 2017. Corrected information ((B)(6) 2017): upon further review it was noted that the initial MDR filed on (B)(6) 2017 had the incorrect manufacturing site/ address listed.

Manufacturer narrative:
The initial MDR 2432235-2017-00102 was filed on february 3rd, 2017. Additional information (02/28/2017): a siemens headquarters support center (hsc) specialist determined that the high out of range rbl at the customer facility with lot 310 was 0.064. An investigation carried out by the siemens technical operations team demonstrates that the rbl of 0.064 does not lead to discordant patient results. The lot to lot difference between lots 310 and 301 examined as part of this investigation, shows that ngsp samples across the assay range met the ± 6% ngsp bias criteria on both reagent lots. The rbl parameters on the system have been changed back to the range specified by the manufacturer. A customer notification was sent to us customers (chc17-01.a.us) and to ous customers (chc17-01.ous) in february 2017. The customer notifications inform customers to discontinue use of and discard the affected kit lots when they encounter calibration failures due to high rbl. The cause of the discordant %a1c results obtained on two patient samples is unknown. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist to report calibration failure due to high out of range rbl (reagent base line) on thb (total hemoglobin) reagents. The customer received incorrect guidance from the siemens ccc specialist to change the rbl parameter and increase the range to allow for a successful calibration. The customer did so and ran patient samples. It is not known how many patient samples were reported with the incorrect rbl parameter. When two patient samples were repeated with a new lot of reagent and the original rbl parameter, a discrepancy was observed between the initial and repeat results. Siemens is investigating this issue.

Event description:
The customer of an advia chemistry 1800 hemoglobin a1c_3 (hba1c) reagent contacted a siemens customer care center (ccc) specialist to report calibration failure due to high out of range rbl (reagent base line) on thb (total hemoglobin) reagents. The customer received incorrect guidance from the siemens ccc to change the rbl parameter and increase the rbl range to allow for a successful calibration. The customer did so and ran patient samples. Upon switching to a new reagent lot and changing back the rbl parameter to its original range, a discrepancy was observed in the % a1c ngsp units with two samples. It is unknown if the initial or repeat results were reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discrepant hba1c results.